Event description:
Related manufacturer reference number: 2017865-2024-34980. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead and right atrial (ra) leads exhibited helix mechanism issue resulting in unspecified helix rotation issues. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.